Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair shut down on the consumer.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Right motor, not able to duplicate issue. Right gearbox, not able to duplicate issue. Motor - ha20150704222: passed sciemetrics. No unusual noise during bench test. Unable to test under load. Gearbox - xu20150400540: passed sciemetrics. No unusual noise during bench test. Unable to test under load. Left motor, vibration. Left gearbox, not able to duplicate issue. Motor - ha20150703240: failed sciemetrics. Gearbox - xu20150500904: no unsual noise during bench test. Passed sciemetrics. Unable to test under load. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Right motor, not able to duplicate issue. Right gearbox, not able to duplicate issue. Motor - ha20150704222: passed sciemetrics. No unusual noise during bench test. Unable to test under load. Gearbox - xu20150400540: passed sciemetrics. No unusual noise during bench test. Unable to test under load. Left motor, vibration. Left gearbox, not able to duplicate issue. Motor - ha20150703240: failed sciemetrics. Gearbox - xu20150500904: no unusual noise during bench test. Passed sciemetrics. Unable to test under load. The provider states the chair shut down on the consumer.